Manufacturer narrative:
If additional information is received, a supplemental report will be submitted.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "during reprocessing, the user found that the bending rubber leaked." Involving pentax model eg27-i10/serial (B)(4). No further information was provided at the time of the report. The device has been returned to pentax for evaluation.